Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site. Blood was observed on the adhesive pad, however, no evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause for these reported events could not be determined. The exposed portion of the soft cannula was found bent/kinked, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage, and download data showed no signs of difficulty. Inspection of the adhesive pad found no issues. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.2 mmol/l (309.6 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.